Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change, where it was discovered that the right atrial (ra) lead exhibited oversensing leading to false automatic mode switch (ams) episodes, resulting in inappropriate ventricular pacing. Therefore, the physician elected to cap and replace the ra lead on (B)(6) 2021. The patient was in stable condition.